Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and disorientation. Reportedly, customer delivered a manual bolus in addition to the pump delivering an auto-bolus. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Pump data review by tandem clinical support confirmed the pump was functioning as intended.